Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was debris build up inside the device. This condition could cause the device to not retain the wire.

Event description:
It was reported that the device would not retain a wire during a procedure. The account had a back up on hand to complete the case with no allegation of adverse consequences.